Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients wound around the ipg had opened. The patient underwent an explant procedure.